Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging missing results. The reporter alleged manual entries won't record in meter and don't show. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.